Manufacturer narrative:
This product is available; however, it has not been received for analysis. Additional information will be provided within 30 days of receipt.

Event description:
After removing the smart control from the package, it was noticed that the device was separated (cut) in the middle in two pieces and the tip of the device was kinked. The damage was noted after placing the product on the table. The soft package of the device was folded in two in the packaging box. There were no damages to the packaging and the package was intact. The product was not clinically used; therefore, there was no injury to the patient. The product will be returned.